Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter pairing loop occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, fatal error was found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable based on the finding of a fatal error. No injury or medical intervention was reported.